Event description:
The pt underwent percutaneous coronary intervention (stent placement) of the circumflex artery secondary to spontaneous dissection of the mid circumflex artery. Following the procedure a d-stat thrombin device was used to facilitate sheath removal and hemostasis. The thrombin was injected into the subcutaneous tissue tract as the sheath was removed. Careful attention was used to make sure the sheath was out of the artery when thrombin was injected. The pt initially did well following sheath removal with good distal pulses. Approximately 2.5 hrs later, pt developed acute pain in the right lower extremity. The leg was now cold and there were no dopplerable pulses. The pt was taken emergently to vascular radiology where angiography revealed a thrombus completely obstructing the popliteal artery. A catheter was placed in the right femoral artery and local thrombolytics were administered. Flow was later reestablished in the right lower extremity. The pt is continuing to get local thrombolysis the next day.